Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery alarm due to blank display.

Event description:
The customer reported via phone call that they had a failed battery test and the insulin pump was not turning on. The customer¿s blood glucose level was 226 mg/dl. Contacts are not missing or damaged. The customer also reported that there were crack on the side of the insulin pump. The customer reported that the self-test passed. Troubleshooting was performed. The device will be returned for analysis.